Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the per-q-cath PICC was confirmed, and the cause appears to be use related. One 3 fr per-q-cath PICC was returned for evaluation. A leak was identified in the 3fr tubing 3mm distal to the 0cm depth mark and 3mm proximal to the 0cm depth mark. It appears that the reported leak was caused when the stylet was repositioned within the catheter. During stylet repositioning, abrasion from the stylet can wear through the silicone catheter material if the stylet is not wetted or if the PICC is compressed against the stylet during removal, which can occur if the tubing is in a tortuous path during stylet removal. The damage noted on the internal surface of the catheter was greater than the damage found on the external surface of the catheter, which indicates that the catheter was damaged from within. The stylet had been removed from the catheter and was not returned for investigation. Regarding stylet use, the product IFU states, ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ the IFU also cautions, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexg1173 showed five other similar product complaint(s) from this lot number.

Event description:
Nurse reported that after difficult progression, it was verified that the catheter had been punctured. The reported puncture was identified during catheter introduction. The catheter was removed and replaced. No patient injury reported.